Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, brown and yellow particles on the shell, deformation, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "high and tight," hardness, 3 swelling incidents that accumulated so much fluid that the device was hard and shiny and a lump." Healthcare provider reported left side capsular contracture baker grade ii. Device remains implanted.